Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Can't walk and using a cane [gait disturbance]. Limping [gait disturbance]. Made leg weak [muscular weakness]. Case description: a consumer reported that they, a male age unspecified, used fixodent denture adhesive, original cream, unspecified total daily use (but mentioned that he was using a lot of the product) beginning (B)(6) 2011, and all of a sudden can't walk and is using a cane; he is limping and his leg is weak. He is constantly visiting his physician who has said that he has to get some type of exercise because fixodent made his leg weak. The consumer has discontinued using fixodent. The case outcome was not recovered/not resolved. Past medical history included: allergy - "no allergies". Concomitant medication included: antihypertensives and drug used in diabetes. No further information was provided.